Event description:
It was reported that the rotapro and rotawire entrapment occurred. A rotapro 2.00mm atherectomy catheter and a rotawire were selected for treatment in an atherectomy procedure. When the rotapro was removed from the patient it was stuck on the rotawire. The devices were removed and the procedure was completed with a larger size rotapro. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The rotawire used in the procedure was returned within the rotapro device. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed with the returned rotawire. During functional testing, the returned rotawire was able to be removed with resistance, but was not able to be reinserted into the rotapro device due to a kink in the proximal end of the rotawire. In order to determine the functionality of the rotapro device, a test rotawire was used. During analysis, the test rotawire was able to be fully inserte and removed from the returned rotapro device with no resistance or issues. Product analysis confirmed the reported events, as the returned rotawire was kinked and could not be reinserted into the returned rotapro device.

Event description:
It was reported that the rotapro and rotawire entrapment occurred. A rotapro 2.00mm atherectomy catheter and a rotawire were selected for treatment in an atherectomy procedure. When the rotapro was removed from the patient it was stuck on the rotawire. The devices were removed and the procedure was completed with a larger size rotapro. No patient complications were reported.